Event description:
The user has not been able to wear the processor on the right side for many years due to pain around the implant and poor sound quality. No specific incident was indicated, in relation to the decline in performance or onset of pain. The recipient has been re-implanted on (B)(6) 2019. The stimulator was (1-2mm) away from the mastoidectomy and may have been a factor in the persistent pain. Per information received in february 2020, the user is doing well with the new device and no pain is reported.